Event description:
It was reported that the device was tilted and had perforated the inferior vena cava (ivc). On (B)(6) 2006, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan. The ivc filter was observed to be medially tilted, with the tip touching the posterior medial wall. The caudally positioned struts were noted to extend extraluminally inferiorly. The greatest degree of extraluminal position was approximately 7 mm outside the wall of the ivc. No further patient complications were reported.